Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.0/1.5/092 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was for a same model and size lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4). No similar complaint event(s) within associated lots were found. Claim# (B)(4).